Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual hemorrhaging") and anaemia ("anemia caused by the hemorrhaging"). The patient was treated with surgery (surgery due to complications from the essure device). At the time of the report, the pelvic pain, menstrual disorder and anaemia outcome was unknown. The reporter considered anaemia, menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced anaemia ("anemia caused by the hemorrhaging"). The patient was treated with paracetamol (acetaminophen) and surgery (surgery due to complications from the essure device). At the time of the report, the pelvic pain, menstrual disorder, anaemia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received: new reporter, patient demographic information, product indication updated, treatment medication, new events vaginal haemorrhage, menorrhagia, depression, anxiety and device monitoring procedure not performed added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced haemorrhagic anaemia ("anemia caused by the hemorrhaging"). The patient was treated with paracetamol (acetaminophen) and surgery (surgery due to complications from the essure device). At the time of the report, the pelvic pain, haemorrhagic anaemia, vaginal haemorrhage, menorrhagia, depression and anxiety had not resolved and the menstrual disorder outcome was unknown. The reporter considered anxiety, depression, haemorrhagic anaemia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received: outcome of pelvic pain, haemorrhagic anaemia, vaginal haemorrhage, menorrhagia, depression, anxiety updated to not recovered / not resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, pain') in a 30-year-old female patient who had essure (ess205) (batch no. 624840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included kidney stones, tonsillectomy, endometrial hyperplasia, essential hypertension, migraine, trichomonas on cervical smear, chlamydial cervicitis, multiparous and uterine enlargement. Previously administered products included for an unreported indication: toradol. Concurrent conditions included abdominal pain, left lower quadrant pain, ovarian cyst, irregular periods, morbid obesity, intramural leiomyoma of uterus and paratubal cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging") and blood loss anaemia ("anemia caused by the hemorrhaging"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, blood loss anaemia, vaginal haemorrhage and menorrhagia had resolved, the menstrual disorder outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, blood loss anaemia, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted regarding date of insertion as in current follow up (B)(6) 2007 (as per pfs) is mentioned she received treatment for pelvic pain, abnormal bleeding, menorrhagia. Discrepancy noted regarding date of insertion as in current follow up (B)(6) 2007 (as per pfs) is mentioned four intracavitary coils are noted on the right and 6 intracavitary coils are noted on the left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia lot number: 624840, manufacturing date: 2007-06, expiration date: 2009-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, pain') in a 30-year-old female patient who had essure (ess205) (batch no. 624840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included kidney stones, tonsillectomy, endometrial hyperplasia, essential hypertension, migraine, trichomonas on cervical smear, chlamydial cervicitis, multiparous and uterine enlargement. Previously administered products included for an unreported indication: toradol. Concurrent conditions included abdominal pain, left lower quadrant pain, ovarian cyst, irregular periods, morbid obesity, intramural leiomyoma of uterus and paratubal cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging") and blood loss anaemia ("anemia caused by the hemorrhaging"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, blood loss anaemia, vaginal haemorrhage and menorrhagia had resolved, the menstrual disorder outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, blood loss anaemia, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted regarding date of insertion as in current follow up oct2007 (as per pfs) is mentioned she received treatment for pelvic pain, abnormal bleeding, menorrhagia. Discrepancy noted regarding date of insertion as in current follow up 09-nov-2007 (as per pfs) is mentioned four intracavitary coils are noted on the right and 6 intracavitary coils are noted on the left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia most recent follow-up information incorporated above includes: on 5-apr-2021: mr received. Reporter information, patient's race information, medical history, expiration date, auto narrative supplement and rcc were added. Fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, pain') in a 30-year-old female patient who had essure (ess205) (batch no. 624840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging") and blood loss anaemia ("anemia caused by the hemorrhaging"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, blood loss anaemia, vaginal haemorrhage and menorrhagia had resolved, the menstrual disorder outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, blood loss anaemia, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted regarding date of insertion as in current follow up (B)(6) 2007 (as per pfs) is mentioned. She received treatment for pelvic pain, abnormal bleeding, menorrhagia. Discrepancy noted regarding date of insertion as in current follow up (B)(6) 2007 (as per pfs) is mentioned. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "pelvic pain, hemorrhagic anemia, abnormal bleeding,menorrhagia, was changed to recovered/resolved". Lot number and essure insertion date was updated. We received a lot number/returned sample/serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.